Event description:
It was reported that the pressurewire x wireless was calibrated and equalized successfully; however, resistance with the anatomy was felt during advancement. The device reached the target lesion, but signal on the device was lost suddenly, even after several attempts. The precision architectural lighting (pal) lighting color pattern at the moment of the failure was blinking yellow and green. The device was removed and it was noted that the distal end was twisted. The procedure was successfully completed with a new pressurewire x. There were no adverse patient effects and no clinically significant delay in the procedure. Device returned device analysis found that there was a sharp bend / kink as well as a tear in the distal tube material approximately 5 cm from the distal end. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported communication problem (flashing green and yellow lights) was unable to be confirmed due to the condition of the returned device; however, the reported kink was able to be observed. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the cause for the reported communication issue, kink, and difficulty to advance are consistent with operational context. There were several kinks and bends noted to the returned guidewire, as well as a tear in the distal tube material. The reported difficulty to advance was likely caused by the observed kinks, which then caused the observed tear in the distal tube and the reported communication issue (flashing green and yellow lights). In this case, the observed kinks and guidewire damage are from either use or handling techniques, or the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.